Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely elevated carbon dioxide (co2) patient sample results obtained on a dimension vista 500 system after replacing the q-gard water filter. Siemens healthcare diagnostics headquarters support center (hsc) concluded the event was due to a water quality issue. The rsc representative worked with the customer and performed a q-gard replacement and water purification module (wpm) flushing which returned the co2 quality control to within range. Repeat of the same samples yielded expected results. No other related issues have been reported by the customer. A potential product problem was not identified. The instrument is operational. The device is performing according to specifications. No further evaluation is required.

Event description:
Discordant falsely elevated carbon dioxide (co2) patient sample results were obtained on a dimension vista 1500 system. The results were not reported to the physician(s). The same patient sample was reprocessed on an alternative dimension vista system. The reprocessed sample results were lower, considered correct, and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated co2 results.